Event description:
Patient was revised to address acetabular cup loosening and osteolysis. (B)(6) 2012 - patients operative notes were received. Noted was bleeding into the latter trochanteric space, (B)(6) cheese changes, and the joint was dark brown-green stained. Also, there was significant corrosion at the head/neck junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.